Event description:
It was reported that the pump was not working properly, and alleged "when getting insulin pump shuts down and says check tubing". There was no reported impact to the customer's blood glucose level. Customer declined transfer or follow-up, and no further corrective actions or support measures were documented. No additional information was able to be obtained.